Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that all day long they were zapping them no matter what setting they put it on. Patient stated that they started off at 1.8 when they first put the device on and now they got a 1.3 and it was zapping no matter the position they sit or lay down. Patient said it was a little tiresome and wears out. Patient mentioned that they were still going as frequently to the restroom as they did before. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.